Event description:
The jetstream g3sf 1.6 device was used to treat a fibrotic lesion in the peroneal. It was reported that the device was tight over the guidewire and ultimately the wire was sheared off. The wire was retrieved and the case continued successfully with a new device and guidewire. The patient was treated with a balloon and stent. Following treatment the patient continued to clot due to a clotting disorder and was taken to surgery for further treatment not related to the guidewire breakage. It was reported that the patient has recovered and is doing fine.

Manufacturer narrative:
The device and guidewire were evaluated and no issues or malfunction were found with the device. The guidewire spring tip was found broken from the weld spot at the distal end of the wire. The reported issue was confirmed, however the root cause of the wire breakage could not be determined. Patient was reported to have a hypercoaguable blood disorder. The IFU states that patients with a history of coagulopathy or a hypercoaguable blood disorder are in the special patient population and safety has not been established.